Event description:
It was reported that dr. (B)(6) revised the cup of the patient because it failed to ingrow. New head was used to establish correct leg length.

Manufacturer narrative:
An event regarding cup loosening involving a c-taper lfit head was reported. The reported head was not alleged to fail, but to have been exchanged in order to provide proper leg length, due to the altered positioning of the newly implanted cup.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4): not returned to the manufacturer.

Event description:
The reported head was not alleged to fail, but to have been exchanged in order to provide proper leg length, due to the altered positioning of the newly implanted cup.